Event description:
(B)(4). Event occured in iran. "At the end of the surgery, after implanting both pullup and ligafix, when they want to change the position of patient's knee from the flexion and extend it, suddenly the pullup braid has ruptured and the tendon loosened, so they obliged to remove the transplant and redo all steps with a new pullup. The plate is remained on the cortex (under the muscles) and they didn't remove it."

Manufacturer narrative:
Event occured in iran. No possible recovery of the device. Not enough information in our possession allowing us to identify the origin of this breakage. Concerning the patient : "health of the patient : fine" (formalised in the complaint form). Request recovery of the pullup braid for expertise and informations concerning the circumstances of the incident. No other complaint concerning this batch number. Manufacturing data analysis: no incident during production. We are waiting for other additional information: was there a delay during surgery? Is it over than 30 min? How long? Is there a clinic consequence for the patient? Did the health care facility declare this incident to the national competent authority? Follow-up #1 we didn't receive any further information concerning the delay during surgery. Our distributor informed us only that "the patient health is fine right now". Conclusion of the expert report : since the braid and button-plate could not be returned to sbm for analysis to determine the cause of breakage, we could not draw a definitive conclusion. We can, however, make several assumptions to explain what might have caused the pullup braid to break when the patient's leg was extended: 1. The pullup braid broke due to the presence of a sharp edge on the button-plate along the point of contact with the braid. The multi-filaments of the braid were sheared against this sharp edge when the braid was pulled through, which caused the braid to break. This hypothesis is plausible but unlikely because of the many controls put in place to detect this type of defect. No metrological analysis could be done in the absence of the button-plate. 2. When the graft was sutured, the needle punctured and damaged one of the white braids. We evaluated this scenario which causes a loss of tensile strength of the pullup system by more than 50%, to a level of 400n. According to the elements in our possession to date, the origin of this breakage can not be clearly identified. The product was first reworked in january 2016, which reduced the frequency of failure. A new design revision is underway to improve the reproducibility of manufacturing and its reliability (set up at the end of 2019). No other corrective action implemented. This file is closed.

Manufacturer narrative:
Event occured in (B)(6). No possible recovery of the device. Not enough information in our possession allowing us to identify the origin of this breakage. Concerning the patient: "health of the patient: fine" (formalised in the complaint form). Request recovery of the pull-up braid for expertise and informations concerning the circumstances of the incident. No other complaint concerning this batch number. Manufacturing data analysis: no incident during production. We are waiting for other additional information: was there a delay during surgery? Is it over than 30 min? How long? Is there a clinic consequence for the patient? Did the health care facility declare this incident to the national competent authority?

Event description:
(B)(4). Event occured in (B)(6). "At the end of the surgery, after implanting both pull-up and ligafix, when they want to change the position of patient's knee from the flexion and extend it, suddenly the pull-up braid has ruptured and the tendon loosened, so they obliged to remove the transplant and redo all steps with a new pull-up. The plate is remained on the cortex (under the muscles) and they didn't remove it."